Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2020 with blood glucose level was 24 mmol/l. Customer stated other blood glucose level was 20 mmol/l. Customer was treated with insulin pump and pen. Customer stated blood glucose level did not came down and they performed self test and it was passed. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. (B)(4).